Manufacturer narrative:
On 04-feb-2021, the mentor failure analysis lab received the device for evaluation. On 10-feb-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the customer reported that the gel is foggy in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or discoloration was observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during an unspecified breast surgery, it was discovered that the cohesive gel in a mentor memorygel breast implant 275cc gel breast prosthesis appeared foggy. The surgery was later completed with another mentor memorygel breast implant 275cc gel breast prosthesis. There was no reported patient consequence.